Event description:
The customer reports (B)(6) architect hiv ag/ab combo assay results generated on a (B)(6) female patient scheduled for surgery to remove a small ovarian cyst (the patient has no significant medical history). Two different samples from this patient generated (B)(6) results of (B)(6). A sample was sent to another lab, which tested the sample on the architect platform, and generated a (B)(6) result of (B)(6). Samples from this patient generated (B)(6) results on four different non-abbott methodologies. Surgery has been delayed for further confirmatory testing. There is no further impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
No materials were available from the customer site for this evaluation. Testing of a retained kit of the reagent lot 10581li00 met specifications; controls showed values within typical ranges. To evaluate the specificity of the reagent lot, additional replicates of negative control were tested. The reagent kits showed normal performance without (B)(6) results. Review of population testing of 100 frozen plasma samples that evaluate specificity for final lot release revealed no indications that the specificity of lot 10581li00 might be adversely affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hiv ag/ab combo assay package insert contains information to address the customer current issue. Based on the current evaluation, the architect hiv ag/ab combo reagent lot 10581li00 is performing acceptably. A product deficiency was not identified.